Event description:
It was reported the patient underwent hip revision due to a loose acetabular component. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Unk trilogy liner 36mm, unk cocr 36mm +0 12/14 head, unk stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with somewhat horizontal orientation of the acetabular cup and fractured screw on both images. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01218. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.